Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited far r-wave over-sensing resulting in inappropriate automatic mode switch episodes. No intervention was performed. The condition of the patient was unknown.